Manufacturer narrative:
The investigation showed that the reported incident did not relate to the x-ray system but to an accessory - a radiation shield of an OEM partner that was found to be defective. The siemens x-ray system was fully functional and works as specified. The investigation showed that the mechanics of the radiation shield were damaged in such a way that the shield ended up detaching from its ball joint and falling when manually operated by the user. It was not possible to determine retrospectively when or how this mechanical damage to the ball joint of the radiation protection shield occur. The operating instructions contain adequate instructions on how to handle the radiation protection shield. The occurrence rate of the identified cause was checked, and no error accumulation was found. A possible systematic error could not be determined by the investigation. The affected body radiation protection has been exchanged by siemens local service organization. The reported issue has not reoccurred.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee ceiling system. The lead shield fell off its supporting bracket. This event was detected during service, therefore, there was no patient involvement. Siemens has requested additional information in order to conduct an investigation of the reported event.